Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported back to back results on same meter, results were 27.6 mmol/l and within ten minutes on the same meter and the result was 8.2 mmol/l. No adverse event reported. Monitor and strips replaced and requested to be returned.